Manufacturer narrative:
(B)(4). Date of event: unknown; captured as awareness date. Batch #: x94m0z. The following information was requested, but unavailable: did the patient suffer any adverse consequences? Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with the upper jaw broken at the closure slot. Not all pieces were returned with the device. In addition, it was returned with the distal guide weld broken. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. The jaws could not close fully. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances related to the reported complaint condition were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event.

Event description:
It was reported that during an unknown procedure the plastic grey junction bent.